Manufacturer narrative:
Device analysis summary: visual analysis of the returned device noted no defect was observed. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc "had a gage that would not fit. The screw that is on the gage did not fit well on the groove and when the doctor started injecting, the screw fell off and product started coming out." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.